Manufacturer narrative:
(B)(4). The patient was discharged 12 days after admission to the hospital. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain and fever. The patient was treated with unspecified intravenous antibiotics (dose and frequency not reported) for the event. Treatment was ongoing. It was reported that the pd catheter was removed and the patient was placed on hemodialysis. At the time of this report, the patient was still hospitalized and had not recovered from the event. Additional information was requested but is not available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4).